Manufacturer narrative:
The fractured device was not returned to manufacturer. The investigation concluded that the fracture was related to the design at the hex connection and the screw access hole which led to the recall.

Event description:
Customer indicated that the zirconia abutment broke in the patient´s mouth. Patient injury did not occur.

Manufacturer narrative:
Evaluation is in process, but not complete. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.